Manufacturer narrative:
The main component of the system. Other relevant device(s) are: catalogue # iw1414c105xh, serial (B)(4), use by date 04-feb-2012 and upn (B)(4). Catalogue # iw1424c75xh, serial (B)(4), use by date 06-feb-2012 and upn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent/endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient expired. The cause of death has not been obtained.